Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a signal artifact monitoring event due to oversensing of the minute ventilation signal on the right ventricular (rv) channel. Review of the lead impedances found within range measurements. Boston scientific technical services (ts) reviewed and noted that two months earlier the rv lead impedance was in the mid 500 ohm range and over three days increased to 772 ohms and then decreased back down again. The cardiac resynchronization therapy pacemaker (crt-p) remains in service and no adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.